Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged false negative results for several patients while using the cobas c6800/8800 sars-cov-2 assay. A total of 4 samples tested positive for sars-cov-2 upon initial testing on the liat platform however, upon repeat testing on cobas 6800 all 4 samples generated a negative result. The customer questioned the sars-cov-2 results based on patient symptoms. Sample 1 was initially tested on liat sn 21309 and tested sars-cov-2 positive. Upon retest of the same sample on cobas 6800 and a different platform a negative result was obtained. Samples 2 & 3 also tested sars-cov-2 positive on initial testing and upon repeat testing on cobas 6800 and a different platform generated a negative result. Similarly, sample 4 generated positive sars-cov-2 result upon initial test on liat sn 21192 and yielded a negative result upon repeat testing on cobas 6800. The negative results were released and no harm was alleged. Please note that an additional fifth sample was originally alleged by the customer to have tested positive near lod (limit of detection) for sars-cov-2 upon initial testing on liat. The repeat testing was initially alleged to be on the cobas 6800 but this allegation was later retracted. Hence, this allegation is not included in this report. Additionally, no separate, unique patient or run information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. An investigation was conducted with the limited available information and the customer allegation could not be confirmed. The patient samples most likely generated lod titers, which are low titers that could waver between positive and negative results upon multiple retests. Or, depending on how the samples were stored between testing on all of the platforms including the cobas 6800, the samples could have degraded and become unstable, producing a negative result.

Manufacturer narrative:
A customer from united states alleged false negative results for several patients while using the cobas c6800/8800 sars-cov-2 assay. A total of 4 samples tested positive for sars-cov-2 upon initial testing on the liat platform however, upon repeat testing on cobas 6800 all 4 samples generated a negative result. The negative results were released and no harm was alleged. Please note that an additional fifth sample was originally alleged by the customer to have tested positive near lod (limit of detection) for sars-cov-2 upon initial testing on liat. The repeat testing was initially alleged to be on the cobas 6800 but this allegation was later retracted. Hence, this allegation is not included in this report. Additionally, no separate, unique patient or run information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. An investigation was conducted with the limited available information and the customer allegation could not be confirmed. The patient samples most likely generated lod titers, which are low titers that could waver between positive and negative results upon multiple retests. Or, depending on how the samples were stored between testing on all of the platforms including the cobas 6800, the samples could have degraded and become unstable, producing a negative result. (B)(4).